Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal for a bile duct drainage during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, there was an issue during the deployment of the first flange, the physician was unable to deploy it. He completed the first step by advancing the catheter into the target, and then initiated step two, but was unable to complete the deployment because the delivery catheter was no longer responding, making it impossible to release the flange. The stent was removed partially deployed and the procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f2301 captures the reportable event of additional intervention required to address the puncture site, due to the risk of bile leakage into the bile duct following the puncture. Block h11: the electrocautery enhanced delivery system was returned for analysis, the axios stent was not. Visual inspection found the outer sheath twisted and kinked. Functional inspection was performed, the catheter was freely moved through the luer and the slider could be moved to its original position, with resistance however, due to the damaged found on the outer sheath. Product analysis could not confirm the reported event of stent partially deployed as the axios stent was not returned for analysis, only the delivery system was. However, stent partially deployed is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. The investigation concluded that the additional observed damages of outer sheath twisted and outer sheath kinked were most likely caused by procedural factors such as lesion characteristics, handling of the device and the technique used by the physician (force applied). Therefore, taking all available information into consideration, the overall root cause of the reported events is known inherent risk of device. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, stent partially deployed is noted within the IFU as a possible adverse event associated with the use of the device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal for a bile duct drainage during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, there was an issue during the deployment of the first flange, the physician was unable to deploy it. He completed the first step by advancing the catheter into the target, and then initiated step two, but was unable to complete the deployment because the delivery catheter was no longer responding, making it impossible to release the flange. The stent was removed partially deployed and the procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f2301 captures the reportable event of additional intervention required to address the puncture site, due to the risk of bile leakage into the bile duct following the puncture. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: the electrocautery enhanced delivery system was returned for analysis, the axios stent was not. Visual inspection found the outer sheath twisted and kinked. Functional inspection was performed, the catheter was freely moved through the luer and the slider could be moved to its original position, with resistance however, due to the damaged found on the outer sheath. Product analysis could not confirm the reported event of stent partially deployed as the axios stent was not returned for analysis, only the delivery system was. However, stent partially deployed is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. The investigation concluded that the additional observed damages of outer sheath twisted and outer sheath kinked were most likely caused by procedural factors such as lesion characteristics, handling of the device and the technique used by the physician (force applied). Therefore, taking all available information into consideration, the overall root cause of the reported events is known inherent risk of device. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, stent partially deployed is noted within the IFU as a possible adverse event associated with the use of the device. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f2301 captures the reportable event of additional intervention required to address the puncture site, due to the risk of bile leakage into the bile duct following the puncture.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal for a bile duct drainage during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, there was an issue during the deployment of the first flange, the physician was unable to deploy it. He completed the first step by advancing the catheter into the target, and then initiated step two, but was unable to complete the deployment because the delivery catheter was no longer responding, making it impossible to release the flange. The stent was removed partially deployed and the procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event.